Event description:
Patient reported left side capsular contracture baker grade ii. Un-reporting capsular contracture.

Event description:
Patient reported left side capsular contracture baker grade unknown and "burning sensation, inflammation (swollen), pain, joint and leg pain, fevers, weight loss, swollen glands in the armpit area, unable to eat at times". Device remains implanted.

Manufacturer narrative:
The reported events are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: capsular contracture baker grade unknown, lymphadenopathy.